Event description:
The patient was revised because of loosening and wear.

Manufacturer narrative:
Examination of the returned explanted products confirms the reported wear and loosening. The exact root cause could not be determined, but evidence indicates the presence of third body debris, which was likely a contributing factor to the poly wear. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.